Event description:
Healthcare professional reported right side "enhancing intramammary lymph node in the axillary tail" and "textured." Healthcare professional later reported "fluid found inside r capsule." Device was explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of anxiety - product/ procedure /seroma-late/ lymphadenopathy was requested on (B)(6) 2024. Visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional later reported "fluid found inside r capsule." Device was explanted.

Event description:
Healthcare professional reported right side "enhancing intramammary lymph node in the axillary tail" and "textured." Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma.

Event description:
Device was explanted.